Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this remote home monitor and device are in radiofrequency overuse. Troubleshooting was performed which did slightly improve the overuse time. At this time, the radiofrequency overuse has had an impact on the device's battery longevity and will continue to do so if the radiofrequency overuse continues. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information received indicates that the radiofrequency overuse has improved and is within an acceptable range. The overuse issue is considered resolved. No surgical intervention was performed and the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device manufacture date for this product is (B)(6) 2015.